Event description:
Procedure type: splenectomy. According to the reporter: the scrub nurse lined up the arrows and had some difficulty turning the load into place on the shaft of the handle. The reload did load. The scrub nurse cycled the instrument, and the jaws closed and opened as required. The instrument was handed off to the surgeon who put it through a 5-12 versaport v2 cannula. The jaws were placed on the "hilum" of the spleen. As the surgeon squeezed the handle to fire the reload, the cartridge moved forward in its metal through towards the distal end of the instrument until it fell into the abdomen. They reloaded with a white load and as they squeezed the handle the cartridge move distally until it fell off the end of the reload into the abdomen. The second firing ripped the "hilum" causing bleeding. The surgeon reported no staples were seen in the abdomen. The device did not staple the "hilum" in either firing. Another short ultra universal handle was opened and a tan load and white load was successfully fired. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).